Event description:
It was reported that a patient presented to clinic for right ventricular (rv) lead revision due to patient related issue. Lead repositioning did not resolve the patient issue, the physician elected to explant and replace the rv lead. The patient was recovering after the procedure.

Manufacturer narrative:
Correction: h6 - health effect - clinical code should have been valvular insufficiency/regurgitation rather than tricuspid valve insufficiency/ regurgitation.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.